Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose was 600 mg/dl. The customer was treated with manual injection. The customer also reported had a no delivery alarm during bolus on the insulin pump. The troubleshooting was performed. The patient are changing the entire set the customer stated that with a new reservoir and set primed with no issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.